Manufacturer narrative:
The insulin pump received with blank display due to moisture damage electronic assembly. Analysis was unable to verify motor error alarm, failed battery test alarm, battery out limit alarm, weak battery alarm and bad battery alarm due to blank display. Moisture damage was found on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer reported that they received failed battery test alarm. The customer mentioned that they received motor error alarm as well. The customer's blood glucose was 310 mg/dl mg/dl at the time of incident. The customer's blood glucose was 192 mg/dl mg/dl at the time of call. The customer stated that the insulin pump would go blank when receiving the failed battery test alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.